Event description:
It was reported that the filter was difficult to deploy because of a tight fit. When the filter deployed, it jumped and was implanted a little higher than the intended site, but still remains below the renals. No injury to the pt was reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. No device evaluation could be performed since the filter remains implanted and the delivery system was not returned to manufacturer. Based on the information received, the results are inconclusive and the root cause of the event is unknown. The current information for use (IFU) for this device states the following: precautions: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.